Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch (lss). It was noted that several impedance measurements were greater than 2000 ohms when daily measurements were reviewed. The patient underwent a generator change, at which time, the lead was surgically abandoned and replaced. There were no adverse patient effects.